Manufacturer narrative:
Additional information: the balloon burst occurred during the first inflation. It was later confirmed that the fracture occurred at the balloon. The device was being used to post dilate a stent. Negative prep was performed with no issues noted. Resistance was noted during withdrawal of the device but excessive force was not used. The device was not moved or repositioned while inflated. Product analysis: the device was returned for evaluation with the balloon and distal section of the inner shaft detached at the proximal end and the inner shaft is stretched. The damaged proximal markerband is still on the inner shaft. The detached sections were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) with one nc euphora balloon, the balloon burst during inflation at 16 atm and the balloon catheter fractured during device removal. The target lesion was located in the left main (lm) and circumflex (cx) arteries, specifically at the ostium and proximal segments, exhibiting moderate calcification, no tortuosity, and >50% stenosis. The device was inspected prior to use with no issues noted. It was not kinked or re-straightened during use, and it successfully crossed a previously deployed stent. No resistance was encountered during advancement, and no excessive force was applied during delivery. The fracture did not result in full detachment, as the device remained minimally connected, allowing for successful withdrawal. No patient complications have been reported as a result of this event.